Manufacturer narrative:
A video recording of the procedure was reviewed by an intuitive surgical clinical sales representative and the console surgeon. The video revealed that the surgeon inadvertently grasped the patient's right iliac vein with a maryland bipolar forceps instrument. It is the surgeon's belief that this action caused the damage to the patient's vein. No issues were observed with the maryland bipolar forceps instrument.

Event description:
It was reported that while dissecting the right side "lymphectomy" during a da vinci s hysterectomy procedure a tear was noticed halfway through the patient's right iliac vein. The vein was repaired laparoscopically using 12 clips and floseal. The planned surgical procedure was completed and it was reported that no postoperative complications have been experienced by the patient.